Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, it was revealed that the pushrod is bent due to a blow, causing the trigger to jam. The pushrod and trigger were replaced. The device was repaired and returned to the customer on 01/08/2013. Placeholder.

Event description:
It was reported that the device had a blow and the upper trigger was stuck. This is report 1 of 1 for complaint #(B)(4).